Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a large abdominal aortic aneurysm. The length of the aortic neck is 13.5 cm renals to aortic bifurcation. The left common iliac artery was 10.1 mm to 10.6 mm in diameter, the right external iliac artery was 7.6 mm in diameter and the left external iliac artery was 7.9 mm in diameter. The vessels were small in diameter, diseased and ectactic. It was reported that the vessel required to be dilated with 16, 18 and 21 fr dilators in order for the device to be inserted into the pt. The stent graft was accurately placed; however, upon removal of the delivery catheter, the tapered tip was caught on the last stent ring of the ipsilateral limb and was unable to be removed. Outside the pt the delivery catheter was punctured with a needle, and a 0.018" wire was inserted along side and within the delivery system. A 7 mm x 2 cm compatible balloon was inserted and inflated in the distal portion of the stent graft where the tapered tip was caught. This freed the delivery system and was removed from the pt without further complication. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Small in diameter, diseased and ectactic vessels.